Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2830 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 05-apr-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 44 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2021, 2830 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
Bayer case number: (B)(4). Medical device removal [medical device removal] . Case narrative: this spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ("medical device removal") in a 43 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of cholecystectomy, carpal tunnel release, shortness of breath, polyarthritis, palpitations, obesity, syncope, chest discomfort, chest pain, rheumatoid arthritis, hypertension and multiparous. Smoking status: never smoker tobacco: never smoker, household tobacco. Concurrent conditions were listed as hypertension, fatigue, connective tissue disorder, syncope, chest pain, bone pain, dizziness, lightheadedness, endometrial polyp and menorrhagia. On (B)(6) 2014, the patient had essure inserted. On (B)(6) 2020, 2476 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (bilateral salpingectomies). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Diagnostic results (normal ranges are provided in parenthesis if available): [hysterosalpingogram] on (B)(6) 2014: the initial imaging shows placement of bilateral essure devices. Contrast is seen filling multiple uterine veins but not the uterine cavity. Contrast is seen spilling into the vagina. No passage of contrast through the fallopian tubes is visualized. Impression: 1. Initial contrast injection into the myometrial venous system. Obscuring visualization of the fallopian tubes. 2. No passage of contrast through the fallopian tubes is visualized: however. The sensitivity of this examination is reduced due to the background contrast within the uterine venous system. [Pathology test] on (B)(6) 2020: specimen(s) received a:emc b:bilateral fallopian tubes with essure final microscopic diagnosis a. Endometrium, curettage: - fragments of proliferative endometrium. - no hyperplasia or neoplasia identified. B. Fallopian tubes, bilateral, segmental resection: - fallopian tubes, lumens are identified. -essure coil. (Gross diagnosis) gross description . The specimen is received "bilateral fallopian tubes with essure." It consists of two unoriented, fimbriated, fallopian tubes (a= 7.5 cm long x 0.5 cm diameter; b= 6.2 cm long x 0.5 cm diameter). The serosa is purple-gray, smooth and glistening. Sectioning reveals a patent pinpoint lumen, containing a silver essure coil, emerging from the resection margin. [Pregnancy test] on (B)(6) 2014: negative.. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 16-jul-2025: medical record received. Surgical pathology report added. Medical history & concomitant conditions were added. Lab data updated. Additional reporter added. Case comments: based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report. In case a sample is received the investigation might lead to destruction of the sample if required to perform a proper analysis.